Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retrieved because of severe pain. No repeat procedure was performed and the capsule was successfully retrieved from the patient's body.